Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited air in line. No patient consequences were reported. No adverse effects were reported.

Event description:
No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed labels and housing intact. Upon inspection, customer problem was duplicated. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. Replaced air detector.